Event description:
On (B)(6) 2012, the pt reported that her infusion device displayed e4 (occlusion error). The pt attempted to change the insulin cartridge. The pt removed the insulin cartridge and rewound the piston rod. The piston stopped about three quarters the way down the insulin cartridge chamber and the black tip of the piston fell off. The infusion device had not been dropped. Pt was advised of the proper way to remove insulin cartridges. The pt noticed insulin leaking at the adapter when she moved the insulin cartridge. Insulin did not enter the insulin cartridge compartment of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, insulin cartridge, infusion set, and adapter were requested to be returned for eval. Infusion device was replaced.